Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damage and had motor error alarms. The customer¿s blood glucose level was 226 mg/dl at the time of the incident. Customer stated the drive support cap appears loose, bottom of insulin pump was falling off. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to detached end cap. Device received with loose drive support disk, cracked battery tube threads, missing address or serial number label and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.